Event description:
Event description guidant received information that the patient with this pacemaker experienced a syncopal episode. At this time, the cause of the episode has not been reported to guidant; no specific complaint against the pacemaker has been made.